Event description:
It was reported the pt was having problems recharging the device. The pt was having issues with coupling; no shaded coupling boxes were indicated. The ins battery icon was showing 50% charged. The pt's device had been off for approximately one week due to concern for battery depletion. The pt attempted troubleshooting over the phone but was unable to get coupling. It was also reported, after implant, the pt had become ill and been blacking out. The stimulation had been on. When the stimulation was turned off, the symptoms subsided. Additional info received indicated the pt was seen in the clinic for troubleshooting. The rep was able to get all 8 coupling boxes with the first attempt to recharge the device. Appropriate recharging technique was reviewed with the pt without incident. The pt had never mentioned the blacking out incident.